Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair found peeling of the coating material of the device insertion section which was noted to be 1x1 mm2 or more. The customer reported issue of "insertion tube (corrugated tube) coating peeling" was confirmed. Additionally, it was found that watertightness was not maintained due to holes on the insertion tube and noted to be due to external factors. Furthermore, the following findings during inspection were noted on the device: wrinkles in the insertion tube due to external factors are observed. The curved rubber adhesive is missing. The adhesive part of the objective lens has come off due to handling. Due to handling, the adhesive part of the lighting lens has come off. The coating of the universal cord found peeled off due to external factors. Scratches are found on the video cable due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "insertion tube (corrugated tube) coating peeling. The issue found on unknown event. There was no patient harm or injury reported due to the event. There was no user injury reported. Device evaluation found peeling of the coating on the device insertion section part which noted to be greater than 1x1 mm2 . This report is being submitted due to device deterioration ( the peeling of the coating of the insertion section of the device which greater than 1x1 mm2 ) found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the coating of the insertion tube was peeled off by stress of repeated use, external factors, or handling. However, the root cause could not be determined. This supplemental report includes a correction to the initial medwatch report. E1 (first name) was corrected to "(B)(6)." Also, email address added to e1. Olympus will continue to monitor field performance for this device.